Event description:
The user facility reported that treatment of the superficial femoral artery was performed crossover through the right common femoral artery puncture. Hemostasis of the puncture site was initially attempted using a perclose (abbott). However, hemostasis was not successful failed probably due to calcification around the puncture site. The angio-seal device was then used, and hemostasis was achieved by the device, although there was some bleeding. The procedure was completed as bleeding was not considered to be a major problem. The following day, vessel occlusion was observed at the puncture site. Additional percutaneous peripheral intervention (ppi) was performed. Angiography revealed that the right common femoral artery was completely occluded, and no blood flow was able to be observed. Poba did not improve the situation. Therefore, a nitinol bms (unknown manufacturer) was placed to treat occlusion as there were no other options. The patient's condition was improved and favorable. The estimated blood loss was less than 250cc's. The patient was in serious condition. A bare nitinol stent was implanted at the occlusion site and the patient's condition is favorable. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The procedure before deploying the device was ppi. It is unknown if a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was the right common femoral artery. The vessel diameter is unknown. There was a stenosis near the puncture site. There was moderate calcification near the puncture site. The patient was recovering. There were no other devices or equipment used with the reported product. The physician stated: "there was moderate calcification around the puncture site, which had remained from the previous ppi. It is possible that this event may have caused by the condition that there was originally calcification around the puncture site. The physician believes this was not a case where a closure device should have been used in the first place."

Manufacturer narrative:
A1: patient iinformation: requested, not provided due to hospital policy. D6b: explanted date: the device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed a potential vessel occlusion. The exact root cause cannot be determined. The likely cause was determined to have been improper device use as the device was used at a puncture site with calcification and stenosis. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).